Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The determined error patterns indicate that the cause for the described issues is excessive use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, no moisture was found but leaking was found on the direction pin and proximal base. The objective window had a corroded frame, and the funnel was broken and missing a color ring. In addition, debris was found in the optical system. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
An instrument coordinator from a user facility reported to olympus that a telescope had a damaged/broken eyepiece at the end where the black part is. The reported issue was found during preparation for use of the device. It is unknown if there was an intended procedure. There was no patient injury or adverse event reported to olympus.